Event description:
Caller reported a malfunction with the pump, where the screen went dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.